Event description:
The hospital reported an issue encountered with an mps console during a procedure. The perfusionist reported that the console powered off while the circuit was on pump. She reported she was administering a warm dose of cardioplegia when the issue was encountered. She reported that because that console would not power back on right away, she replaced it with another console. There were no patient complications reported as a result of the alleged event. There was no patient information provided. Evaluation of the applicable console will take place at the user facility by an engineering field service technician.

Manufacturer narrative:
Evaluation of the console did not duplicate the alleged complaint condition. The field service engineer (fse) disassembled the console and did not find any visual defects. The fse did notice that the console was not positioned on the hlm (heart lung machine) table correctly, which caused the front access door of the hlm to apply constant pressure on the mps power rocker switch to the the "off" position. Additionally, the fse noticed that bo the mps console (13 amps) and the hlm (15 amps) were plugged into the same 20 amp wall outlet. The mps console was missing the power rocker switch cover, which the fse was able to have replaced. The fse also corrected the installation of the mps and hlm power cord locations.

Manufacturer narrative:
Quest medical, inc. Has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Quest medical, inc. Defers to the patient's physician regarding medical history.